Event description:
Initial surgery was in 2007, where thrombectomy and angioplasty were performed to allow vascularization. Vascu-guard was implanted in after flow was restored. Patient did well for 2 months, in april he returned to surgeon with some leg swelling. Surgeon admitted patient and proceeded to operate on the left leg. A false aneurysm was identified. The vascu-guard patch was intact at the suture lines, but a hole had occurred in the middle of the patch. Surgeon states he uses the product extensively and was surprised to find the hole. It is unknown what may have caused the defect. The vascu-guard was explanted and another patch was used. Patient is doing well post surgery.

Manufacturer narrative:
Device has been received at synovis and testing will be performed to evaluate the possible cause for this event. A supplemental report will be filed when device evaluation is complete.